Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient experienced pain, urinary tract infections, and pelvic organ prolapse. It was reported that she underwent cystoscopy in (B)(6) of 2016 where the mesh eroded into her bladder. It was reported she underwent open abdominal surgery to remove the mesh on (B)(6) 2017. No additional information was provided.